Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In september 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating looked like I was 8 months pregnant") and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (hysterectomy (ovaries were not removed)). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, abdominal distension and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal distension, medical device removal and systemic lupus erythematosus to be related to essure. The reporter commented: patient had bloating and looked like she was pregnant for 8 months. She had checked her thyroid and they were still checking her for lupus. Because one of the lupus came back abnormal. Had surgery in (B)(6). Device was removed at age of (B)(6). Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 1, 2 and 3 were processed together. Social media received: event medical device removal and reporter information were added. On 23-mar-2020: fu 1, 2 and 3 were processed together. No new clinical information was added. On 23-mar-2020: fu 1, 2 and 3 were processed together. Content from social media received. Age group of patient was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating looked like I was 8 months pregnant") and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (hysterectomy (ovaries were not removed)). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, abdominal distension and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal distension, medical device removal and systemic lupus erythematosus to be related to essure. The reporter commented: patient had bloating and looked like she was pregnant for 8 months. She had checked her thyroid and they were still checking her for lupus. Because one of the lupus came back abnormal. Had surgery in (B)(6). Device was removed at age of 35. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.